Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the helix was distorted/bent. It was noted that the proximal conductor was distorted, there was blood in/on the helix mechanism and the lead appeared damaged at implant.

Event description:
It was reported that during implant, the right ventricular lead was attempted several times to be passed through the sheath, but there was difficulty because the sheath started to kink as the lead was advanced. It was noted that the lead helix was exercised prior to implant. After several attempts to pass the lead through the sheath, the helix of the lead some how became extended. When the lead was removed from the body, the helix got caught on the sterile drape and the helix became bent or crooked and would no longer retract. The lead was not implanted and was replaced with a new lead. No patient complications have been reported as a result of this event.